Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; wear abrasion, fold creases, observed void >1 mm in non-textured, valve-to shell-bond area, curved opening. The leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported deflation against left side device. The device has been explanted.